Event description:
It was reported that the patient underwent a CABG surgery in 2021 and the suture was used. The suture broke during use on the patient. There were no patient consequences reported. The procedure was completed successfully with 5 min delay.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mbh680, xzw277719 and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm how many sutures were broken during use: 3 sutures. Did the event occur during one or multiple patient procedures? One patient procedure. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? 1 procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. When were the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. During use on the patient. Events were submitted via 2210968-2021-12147, 2210968-2021-12149 and 2210968-2021-12150.

Manufacturer narrative:
Product complaint # ==>(B)(4). Date sent to the FDA: 01/06/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d9 h3 evaluation: investigation summary: an opened box with eight packets of product code w2777 was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.as part of quality process, all devices are manufactured, inspected, and released to approved specifications.there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.